Event description:
On (B)(6) 2016, a regular pacemaker follow-up was performed. Reportedly, the programming head was placed above the pacemaker pocket and green indicators were observed on the telemetry head. Then the interrogation was attempted. However, it was not possible to complete the interrogation, and some messages were displayed to the user on the programmer screen. The same issue was reproduced with another programmer. Ventricular capture was reportedly confirmed on the ECG; however atrial pacing and sensing could not be identified on the ECG. Reportedly, the previous follow-up was performed on (B)(6) 2015 and no anomaly was observed. Then the patient came to the hospital on (B)(6) 2016 because of heart palpitations. On that day, ap-vp functioning at the magnet rate (96 min-1) was observed on an ECG taken in a resting state. Following sorin's recommendations, hardware reset procedure was attempted on (B)(6) 2016, but the procedure was not successful. The pacemaker was therefore explanted on (B)(6) 2016 and will be returned for analysis.

Event description:
On (B)(6) 2016, a regular pacemaker follow-up was performed. Reportedly, the programming head was placed above the pacemaker pocket and green indicators were observed on the telemetry head. Then the interrogation was attempted. However, it was not possible to complete the interrogation, and some messages were displayed to the user on the programmer screen. The same issue was reproduced with another programmer. Ventricular capture was reportedly confirmed on the ECG; however atrial pacing and sensing could not be identified on the ECG. Reportedly, the previous follow-up was performed on (B)(6) 2015 and no anomaly was observed. Then the patient came to the hospital on (B)(6) 2016 because of heart palpitations. On that day, ap-vp functioning at the magnet rate (96 min-1) was observed on an ECG taken in a resting state. Following sorin's recommendations, hardware reset procedure was attempted on (B)(6) 2016, but the procedure was not successful. The pacemaker was therefore explanted on (B)(6) 2016 and will be returned for analysis.